Event description:
The customer reported that he was treated at the hospital due to a low blood glucose reading of 59 mg/dl. The customer was very upset at the time of the event, and declined troubleshooting. The customer stated that he has been wearing the sensor for two days and he feels, it is not calibrating properly. Attempted to explain how the sensor works, but the customer hung up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.